Event description:
Haemonetics received a report on (B)(4) 2014 for an orthopat device with a battery not holding charge. No other information was given. There was no report of any patient or operator injury.

Manufacturer narrative:
The device was returned for the issue of battery not holding charge. During the evaluation on (B)(4) 2014, a fluid spill was found internal to the device. The spill was fond inside the power supply assembly, ac filter header arm mount, and chassi floor. There was no evidence of carbonization, arcing or sparking. This device will be cleaned, repaired and upgraded to the current fluid ingress remediation. (B)(4).